Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. No motor error alarms were noted and the motor was tested outside the device and passed. The insulin pump passed basic occlusion and displacement test. The insulin pump had minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 261 mg/dl at the time of incident. The insulin pump was unable to complete rewind. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.